Manufacturer narrative:
Investigation results: visual evaluation of the returned product found no anomalies. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within specification. Electrical resistance testing was performed and resistance measured at 9.34 ohms, within manufacturing specifications. The complaint that the device failed to cut was not confirmed. Evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare failed to cut. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a colonoscopy procedure. According to the complainant, during the procedure the snare failed to cut. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of failure to cut. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.